Event description:
A surgeon reported that an intraocular lens (iol) was exchanged, due to subluxation and uveitis. The iol was exchanged for a different model iol. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent in toward the optic. Other lens dimensions were acceptable using an approved template. The optic was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4)